Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was discarded of by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.